Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cqf7584 pta balloon dilatation catheter allegedly experienced deflation problem and pinhole balloon rupture. This information was received from one source. This malfunction involved one patient with no consequences. The patient's age, weight and gender were not provided.

Manufacturer narrative:
H10: the lot number for the device was provided and a lot history review was performed. The sample was returned to the manufacturer for inspection/evaluation. The investigating is confirmed for material rupture and deflation issue. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
For the reported event, lot number was provided, and lot history review. The sample was returned for evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cqf7584 pta balloon dilatation catheter allegedly experienced deflation problem and pinhole balloon rupture. This information was received from one source. This malfunction involved one patient with no consequences. The patient's age, weight and gender were not provided.